Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that as it started to interrogate an implantable heart device the programmer "crashed" and upon attempted reboot the programmer did the same thing and displayed an error code. During troubleshooting and follow-up it was mentioned that this error code normally indicates that a hard drive replacement will be required. The serial number of the programmer has not yet been provided and therefore its status cannot be satisfactorily determined. No patient complications have been reported as a result of this event. It was further reported that the serial number of the programmer had been obtained and it had not yet been received into service.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the stated reason for return though it was noted that a different error was found in the log files and as a preventive measure the link electronic module (lem) board was to be replaced. It was also noted that the touch screen did not work properly anymore, that there were lines on the screen that were defective, that the stylus was bent and no longer worked and the cooling fan was noisy. The lem board, touch screen, stylus, company logo button and cooling fan were replaced, new software was installed and the touch screen calibrated. The device then passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.